Manufacturer narrative:
(B)(4). Unit powered up with a blank display due to a huge piece of the battery threads which broke off. As a result, the battery cap is not making good contact with the battery. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify low battery alarm due to the blank display. Unit had broken battery tube threads, cracked case (battery tube), missing display window cover, cracked keypad overlay. Unit p-cap / test reservoir lock in place properly.

Event description:
Information received by medtronic indicated that battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.